Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, it was noted that the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.